Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reactions reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated there were little dark spots from sensor insertion, located 2-3 inches from the belly button. No treatment was performed. Medical review was performed by dexcom clinical ca specialist on (B)(6) 2018 and additional information was obtained. The patient alleged the black spots on his abdomen were scars. The marks were not painful, hardened, raised or lowered relative to surrounding tissue. Additionally, the marks did not seem to correlate to bleeding. No other symptoms were displayed, and the marks had not faded over time. Exact dates reactions occurred were unknown. At the time of contact, it was indicated that the patient had scarring but was in good condition overall. No additional event or patient information is available.